Event description:
It was reported that pump displayed cartridge change error and caller was unable to successfully load cartridge despite following on-screen instructions. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer inspected cartridge o-ring and pneumatic tap area with technical support, cleaned pump, completed new cartridge fill, and replacement pump was arranged; customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, reprogram settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label.